Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited noise on the atrial and rate/sense channel. The noise was oversensed, resulting in pacing inhibition. The device had declared elective replacement indicator (eri) battery status, and was explanted and replaced with another boston scientific ICD. During the procedure, a new rate/sense pacing lead was implanted. The rate/sense portion of the chronic defibrillation lead was surgically abandoned. Boston scientific received information recently that the entire lead was explanted and returned for analysis.

Manufacturer narrative:
The lead was explanted and returned for analysis. Analysis is pending. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the trilumen insulation of the lead was abraded through, exposing the rate/sense coils. Laboratory analysis noted this finding could have contributed to field observation of noise resulting in pacing inhibition. No additional testing was performed.